Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after placement, when removing the foley catheter balloon cuff the next day, water did not naturally return from the balloon cuff. It was pumped several times, and the water came out, but the physician recognized that this was a malfunction.

Event description:
It was reported that after placement, when removing the foley catheter balloon cuff the next day, water did not naturally return from the balloon cuff. It was pumped several times, and the water came out, but the physician recognized that this was a malfunction.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540. Photo samples were submitted showing the deflated catheter. No visible defects were noted from the photos. The all-silicone foley catheter with sample port connector, syringe and packaging label were returned. The catheter balloon was inflated with 10ml methylene blue solution (mbs) using the returned syringe. The balloon was noted to inflate asymmetrically (80:20) per (B)(4)rev 3; this failure is documented and investigated via CAPA 11291030. An attempt was made to deflate the catheter balloon, however, only 4ml deflated in 5 minutes. Per ip7603444 revision 0, the catheter must inflate and deflate with a syringe. The catheter balloon was then inflated with 10ml mbs using an in-house syringe, the balloon passively deflated in 56sec. The reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540, however, DHR review was completed prior to CAPA determination. Corrections: d, e, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.